Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see associated reports: 0001825034 - 2018 - 01409, 0001825034 - 2018 - 01411, 0001825034 - 2018 - 01412, 0001825034 - 2018 - 01413, 0001825034 - 2018 - 01414. Additional concomitant medical products: 211224 compr srs ic seg - 30mm, unknown lot; 211253 compr srs 50mm dst hml bdy rt, unknown lot; unknown part/lot; proximal body, regenerx augment, pps augment, seas augment. (B)(6). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Device remains implanted.

Event description:
It was reported that the patient found it severely difficult to open jar, do heavy chores, carry bag, wash back, cut grass, perform social activities, and perform daily activities. The patient experienced moderate pain and moderate tingling. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. 211224, compr srs ic seg - 30mm, 067950. 211253, compr srs 50mm dst hml bdy rt, 494170. Unknown, unknown discovery ulna, unknown. Unknown, unknown discovery humeral condyle kit, unknown. Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. X-rays were submitted to mmi for review. Evaluation is limited but overall thickened alignment of the implants appears to be appropriate. Bone quality suggests osteopenia. DHR was reviewed and no discrepancies were found. Root cause could not be determined with information available. Contributing factors to the pain could be the osteoporosis and rheumatoid arthritis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.